Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and the stylet was failed to advance into the lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: e1: previously reported hospital address as (B)(6) hospital.

Manufacturer narrative:
The reported events of high pacing impedance and the stylet failure to advance were not confirmed. As received, a complete lead with two stylets and an accessory was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. Stylet insertion test was performed and found the stylet could be advanced through the lead without any restriction.

Manufacturer narrative:
Correction: previously mentioned date received by manufacturer (g3) should be apr 27, 2023 instead of may 4, 2023.